Event description:
It was reported by the patient that the remote monitor was no longer receiving power. Multiple outlets were tried, and proper connections were ensured. A new power cord was ordered for the patient to try. No patient complications have been reported as a result of this event. It was further reported that the new power cord did not restore power to the monitor, and the monitor was to be replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. Multiple outlets were tried, and proper connections were ensured. A new power cord was ordered for the patient to try. No patient complications have been reported as a result of this event.